Manufacturer narrative:
(B) (4).

Event description:
According to the programmer the device was turning on/off though the pt experienced strong/uncomfortable stimulation when the programmer indicated the device was off. She also experienced shocking and a lack of effect. The device was adjusted and reprogrammed with the clinician programmer and the pt was still having problems. The outcome was reported as "non-serious injury".